Event description:
The o2 low alarm activated. There was no pt injury. The fse repaired the ventilator at the customer site.

Manufacturer narrative:
The suspect o2 gas supply module was returned to the MFR for further eval. The MFR was unable to reproduce the reported malfunction. No conclusion can be drawn.